Manufacturer narrative:
The delivery system was not returned to edwards for evaluation. Due to the device and/or applicable photographs (relevant to the reported event) not being returned for evaluation, engineering was unable to confirm the complaint for ¿delivery system- withdrawal difficulty-valve, through sheath.¿ visual, dimensional and functional analyses could not be performed. Therefore, it was unable to be determined if there was a manufacturing non-conformance. However, extensive inspections during the manufacturing process and testing performed during the product verification process support that it was unlikely that a manufacturing non-conformance contributed to the reported complaint. The following factors may contribute to difficulty withdrawing the delivery system through the esheath: ¿ non-axial alignment during retrieval can cause resistance retrieving the delivery system, flex tip or balloon/valve into the sheath. ¿ residual liquid volume in the delivery system during retrieval can result in resistance retrieving the delivery system through the sheath. Available information suggests that the patient had calcification and tight access vessels which likely contributed to the withdrawal difficulty through the esheath. Available information supports that patient factors may have contributed to the event. No manufacturing nonconformances, or labeling or IFU inadequacies have been identified. No significant trend was identified on monthly review. No corrective or preventative action was required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
During a tavr procedure, a sapien 3 valve was deployed in the patient's aorta after an unsuccessful attempt to remove it. Immediately after deployment of the first 23mm sapien 3 valve, the patient's blood pressure crashed and angio showed wide open aortic insufficiency (ai). Chest compressions were started and the wire was moved, but there was still wide open ai. The team decided to implant a second 23mm sapien 3 valve. While the second valve was being prepped, the wire was pulled from the ventricle and the patient recovered. The ai was not observed on tte and angio now showed a +1 ai. The team wanted to implant a second valve anyway, but was unable to re-cross the first valve with the wire. The second valve was attempted to be removed by recapturing it into the sheath, however, the patient's calcification and tight vessels wouldn't allow the valve to be removed so the valve was deploy in the thoracic aorta. The first valve was confirmed to be stable by tte and the team removed the delivery system and closed.